Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while harvester was using device, she noticed the toggle switch was stuck on the on position and would not shut off. She disconnected the power supply, opened a new kit and there was no harm to the patient.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25138515, 25139449 and 25139402 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro while harvester was using device, she noticed the toggle switch was stuck on the on position and would not shut off. She disconnected the power supply, opened a new kit and there was no harm to the patient.